Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a major leak problem with the trocars on this procedure. There was a leak between the white top of the trocar and the grey house. There was also a leak problem when using the 5 mm instrument in the port. It was the same problem with both trocars. They had to use 5-6 times more co2 in this procedure than they are used to. They used the same ports for the entire procedure even though there was a leak problem. They thought it would be the same with another one. The procedure was prolonged 20 minutes because they had to use more co2 than normal. There were no adverse consequences for the patient. Additional information was received: the abdominal pressure is difficult to maintain due to the leaking trocars. The gas seems to leave through the trocar with and without an instrument present in it. In some cases gas is "blowing out", but the feedback isn't a whistling sound. You hear the gas going out, like "pschhhh". A substantial amount of pneumo is lost. We have description of 800-1000 liters. They need to change gas tube over and over again.